Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high", however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, customer reverted to an alternate method of insulin therapy.